Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the device cannot move the impella in or out. Pushing in the blue tab or inserted the yellow key and it still would not move. The impella will not go in or out. It was noted that the patient experienced ectopy and hemostasis no heparin and transfusion.